Event description:
Explanting physician capsular contracture baker grade IV and double capsule diagnosed by ultrasound. The device has been explanted by capsulectomy. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ double capsule : no observed. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ yellow particles observed on the device. ¿ deformation observed. No further actions are required as no issues with the manufacturing process are observed. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6

Event description:
Explanting physician capsular contracture baker grade IV and double capsule diagnosed by ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy ; f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.